Event description:
Adverse event: vessel dissection. Time of adverse event: during stenting procedure. Device issue: none. It was reported that during deployment of a 3.0 x 38 mm rx zeta stent in the mildly tortuous mid to distal rca, the distal portion of the stent caused a dissection of the vessel. A 2.75 x 12 mm flexmaster was used to treat the dissection. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported dissection is a known adverse event listed in the zeta instructions for use (IFU) and in the no fault risk assessment. It should be noted that the IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation placement of additional stents, or other)." Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.